Event description:
It was reported that an arteriotomy closure of the common femoral vein was attempted using a perclose proglide device after an interventional procedure which used a 5f to 8f procedural sheath. Reportedly, the needle plunger slipped backwards during pre-deployment of the suture. Manual arterial compression was applied to achieve hemostasis after the interventional procedure was completed. There was no reported adverse patient sequela. It was reported that the physician was proficient in the use of the device. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - incorrect anatomy (device used in the femoral vein). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation found the device was returned partially deployed and the returned condition substantiated the reported experience. Inspection indicated that the needle plunger was partially retracted prior to being depressed to deploy the needles as reported. Subsequently, hemorrhage would occur due to a failure to achieve hemostasis which required the use of digital pressure/manual compression and therapy/non-surgical treatment to close the vein as reported. The device was used off-label. The instructions for use, under the indications for use section, states: the perclose proglide 6f smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 8f sheaths. Contributing factors for the reported product experience included, but not limited to, manufacturing deficiencies; however, proper position of the needle plunger in the device was verified on every device during manufacturing. Anatomical conditions: as reported, the device was used off-label in the common femoral vein; however, we could not determine if this could contribute to the reported product experience. Deployment technique; however there was no information reported or definitive evidence in the evaluation of the returned device that suggest incorrect technique. During lab testing, the plunger insertion and retraction were successful as intended. Based on the investigation findings, the probable cause for the reported product experience is related to the operational context during use of the device. No manufacturing or quality deficiency was detected. In addition, a query of the complaint-handling database was performed and there have been no other similar incidents reported. A review of the lot history record did not reveal any manufacturing related non-conforming material records associated with this lot that could have contributed to this event.